Event description:
It was reported that when the light source was hooked up, the item displayed a e1 code. No pt involvement.

Manufacturer narrative:
Additional info will be provided once investigation is completed.